Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the original blade electrode was changed to needle electrode. It was noted that the electrode was assembled correctly pre-operatively. The electrode detached from the pencil and fell into the patient cavity but it was retrieved. There was no patient injury.